Event description:
It was reported the patient received the following results within 15 minutes: 1.1 mg/dl and 8.7 mg/dl.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.